Manufacturer narrative:
The patient had a previous admission for infection (MFR# 2916596-2020-04124). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from multi organ failure under sepsis. Leading up to death, the patient suffered renal failure (with dialysis) and infection resulting in palliative care and prolonged respiratory therapy. The patient had a long history of general and driveline infections.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Past admission for driveline infection referenced in MFR# 2916596-2022-10986. Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The device was not explanted and will not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2015. The heartmate 3 lvas IFU and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists sepsis, death and multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.